Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the magnet was missing from the pump cover of the s5 roller pump. This was discovered during set-up, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the magnet was missing from the pump cover of the s5 roller pump. This was discovered during set-up, so there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the magnet was missing from the pump cover of the s5 roller pump. This was discovered during set-up, so there was no patient involvement. To resolve the issue, a replacement pump cover has been provided to the customer. No product was returned to sorin group (B)(4) for investigation. This issue is a known issue and is addressed by CAPA (B)(4). A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. A CAPA (b)(4 has been opened to address this issue and change order (B)(4) to change the mold has already been implemented as a correction.